Event description:
A low readings issue with the adc device was reported. Customer reporting receiving a sensor scan result of "around 53 mg/dl", ate a quick carb but after some time, the sugar level did not rise and continued to drop according to the sensor readings (close to 42 mg/dl). The customer then ate an additional few serving of fast carbohydrates and the indicator on the sensor did not increase. The customer proceeded to measure their blood glucose level with a glucometer, and the meter showed 530 mg/dl. An ambulance was called, and the customer was taken to the hospital where their blood glucose level was measured using a glucometer and it resulted in 480 mg/dl. The customer received a drip as treatment and was able to inject themselves with insulin. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted .

Event description:
A low readings issue with the adc device was reported. Customer reporting receiving a sensor scan result of "around 53 mg/dl", ate a quick carb but after some time, the sugar level did not rise and continued to drop according to the sensor readings (close to 42 mg/dl). The customer then ate an additional few serving of fast carbohydrates and the indicator on the sensor did not increase. The customer proceeded to measure their blood glucose level with a glucometer, and the meter showed 530 mg/dl. An ambulance was called, and the customer was taken to the hospital where their blood glucose level was measured using a glucometer and it resulted in 480 mg/dl. The customer received a drip as treatment and was able to inject themselves with insulin. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.